Event description:
(B)(4). Since implanting the essure into my body, I have experienced severe hives and other allergic reelections from the materials. I have severe ongoing periods, extreme pain coming from my fallopian areas- particularly during sexual acts, menstruation, and any form of exercise. Working out has become debilitating. I have developed severe reflux, barrett's esophagus, and severe dental decay since implanting this device. This is while maintaining a very active and healthy lifestyle.